Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed device erosion and infection. The device and the leads were explanted on (B)(6) 2018. The procedure was tolerated well with no intraprocedural complications.